Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The customer¿s current blood glucose level was 426 mg/dl and 256 mg/dl at the time of the incident. The customer¿s other blood glucose level was 500 mg/dl. The customer had using the insulin pump system within 48 hours of the reported high blood glucose. The customer was not admitted into the hospital as a result of the high blood glucose. Based on the customer¿s report customer does not allege the insulin pump was under delivery. The customer was treated with the manual injection. The device will not be returned for the analysis.